Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Evaluation status: 1 device evaluation is in progress. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was reportedly leaking and disassembled. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: - 1 event for fluid leak (1250) and detachment of device or device component (2907) was previously reported during the reporting period; however, - 1 previously reported event for detachment of device or device component (2907) in this report was reported in error. - 1 previously reported event for fluid leak (1250) in this report will be summarized under MFR report # 0001811755-2019-00258. - 0 previously reported events for both fluid leak (1250) and detachment of device or device component (2907) are included in this follow-up record.

Event description:
This report summarizes <noe> 0 </noe> malfunction event in which the device was reportedly leaking and disassembled. 0 event had no patient involvement; no patient impact.